Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen. Customer¿s blood glucose level was 95-96 mg/dl. A pump reset was performed resolving the issue.